Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6721m-50, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the impedance trend of electrodes of high voltage leads connected to a competitor device showed a sudden increase from baseline. The leads remain in use. No patient complications have been reported as a result of this event.